Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. While on support, after 30 minutes, the pump migrated out of optimal positioning within the left ventricle. The clinical team was unable to reposition the pump into the left ventricle, and as a result, the device was explanted, and a cp support device was placed and the patient expired shortly thereafter.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause which was calcified aorta patient condition related this report is being filed as part of a retrospective review of historical records.